Event description:
Per the clinic, it was reported during intraoperative impedance testing on (B)(6) 2025 and initial activation on (B)(6) 2025 revealed 6 open electrodes followed by mapping session on (B)(6) 2025 has revealed 9 open electrodes which results in poor hearing clarity and speech recognition with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.